Event description:
It was reported by an attorney that on (B)(6) 2017 a male patient arrived to a community clinic owned by "(B)(6)" sick fund for a removal of fatty lamp (lipoma) from his neck. According to the complaint, the surgeon used suture during the procedure. We do not have additional details such as lot number about the suture at this stage. During the procedure that was carried out by a medical resident, the needle "broke" or "detached" from the suture. Repeated efforts by the medical resident to remove the needle from the patient's neck in the clinic were unsuccessful. The patient was therefore referred to "(B)(6)" medical center where he eventually underwent surgery under imaging to remove the needle and the needle was removed from the patient body. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.